Event description:
Pt reported that he has been experiencing high blood glucose levels (569 mg/dl). No medical treatment was rec'd. Pt switched to insulin injections. Pt no longer has confidence in the device, and he wants the device to be replaced.